Manufacturer narrative:
The product has been requested back however is not expected back for investigation; however, no product has been received at this time despite follow up attempts by adc. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue regarding not receiving a signal with the use of the abbott diabetes care (adc) device was reported. Due to the adc device issue, the customer was unable to provide self-treatment and stated they ¿passed out¿ and experienced a loss of consciousness as they were not able to monitor their perceived low-glucose levels. After further follow up , the customer stated: they ¿did not know that glucose was dropping, no treatment received or any other symptoms experienced.¿ no third-part contact, thus no third-party treatment from someone other than themselves. No further information was reported during the follow-up process. There was no report of death, serious injury, or mistreatment associated with this event.